Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735779, serial/lot #: (B)(4); product ID: 9735788, serial/lot #: unknown; product ID: 9735765, serial/lot #: unknown. The cable (lot# 171206) was returned for analysis. Analysis found that the cable was in good condition and passed a continuity test with no opens or shorts detected. No problem was found. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when installing a new system, the medtronic representative (mr) was not receiving any video on the camera cart monitor nor would the camera turn on. The main cart worked without issue. The mr opened up the self test and it read the uninterruptible power supply (ups) was not connected. The mr opened the camera cart and noticed the peripherals from the ups were not lighting up (endpoint, poe, pcoip, ports on back of ups, etc...). Re-plugging anything did not bring back power and it was ensured that the battery was properly connected. There was no patient present when this issue was identified.

Manufacturer narrative:
A hardware analysis of casepart-293859 was initiated to determine the probable cause of the issue. Analysis found that there was monitors failure confirmed the reported issue. Casepart-292088 and casepart-292285 - cable was returned unused but the package had been opened. No failure was found with the returned cables. If information is provided in the future, a supplemental report will be issued.